Event description:
Pt reported device delivering inaccurately after having fallen on the device. Pt indicated that he thought he may have damaged the device. Pt indicated that he was admitted into the hosp after experiencing back pain. Pt indicated he was given a shot of demerol for the pain and had an unforseen reaction. Pt indicated that he was then given a shot of steroids along with other shots that he was uncertain of the contents. Pt indicated he then experienced an increase in blood glucose levels (350 mg/dl). Pt indicatd that he was unable to get his blood glucose to decrease unitl he switched to his back-up device a day or two later.